Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v237430, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacture representative reported an explant was planned for (B)(6) 2015 as the efficacy was not as good, still much better but not the same. Troubleshooting included program changes. The issue was reportedly resolved at the time of the report. The implantable neurostimulator (ins) was explanted and returned for analysis. Cause remains unknown.

Manufacturer narrative:
Analysis of the ins found no significant anomalies; the battery was not in new condition and the can was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.